Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product has not been returned for analysis. No testing methods performed. (B)(4)

Event description:
It was reported that the nim was not responding. The doctor noticed the nim was very quiet with no sound. The nim had no artifact or feedback it was just quiet. The doctor tried to stimulate the nerve and the nerve was not responding. The nerve was reported as damaged but not severed.

Manufacturer narrative:
The device was returned to medtronic on jan/07/2015. The device analysis was completed on feb. 13, 2015. The product went through extensive analysis, but no fault could be found. A shake test was performed on the mainframe; no loose parts were heard. The interface, simulator and probe were connected and the mainframe turned on; boot-up sequence completed with no errors. Touchscreen responded. A monitoring mode was selected using all available channels. Each channel was stimulated in turn; normal and appropriate responses were seen on all channels. The stim setting was changed using the probe; system responded appropriately. Electrode check was within acceptable ranges for all channels, stim 1 and 2, and ground. The mainframe was further tested per service and repair test instructions. The unit was placed in burn ¿in for 24 hours, attempting to observe any heat related failures; no fault was found. The test results showed that the mainframe passed all required specifications without any issues. Method: actual device evaluated; electrical evaluation; use testing; temperature testing. Results: no failure detected. Conclusion: no failure detected, device operated within specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.